Event description:
Prior to procedure, device was set up and tested by cardiologists. It came up to speed, and staff notified that it "sounded funny". Cardiologists were aware of sound but no problem identified. Device was used on case and dissection of lad developed. Pt became unstable and went to or emergently for CABG. Pt subsequently expired from cad, renal failure, anoxic brain damage, acute mi, and cardiac arrest, two days later. There is no direct evidence of device malfunction, or of malfunction causing the dissection. However, because of the severe outcome to this pt, and the report of the instrument "sounding funny", hosp felt it would be most cautious to report this occurrence until it is shown not to be a malfunction by the MFR. The instrument was returned to the MFR on 1/23/95.